Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient was weak and shaky. The cgm was displaying 45 mg/dl while the bg was 251 mg/dl. The patient went to the emergency department at a local hospital. There was no information provided about treatment at the ed. At the time of the report, the patient was in stable condition. Although attempts were made to gather additional information, contact with the reporter was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.